Event description:
The pt presented to the ed for eval of a potentially clotted PICC. A determination was made that a new device would need to be placed. The PICC access rn was called for placement. Upon review of the post-insertion chest x-ray, the ed physician noted concern for retained guidewire. Radiology shared the same concern and f/u imaging confirmed the presence of the foreign body. Cv surgery was consulted for eval and the pt was admitted to the hospital. Surgical intervention was performed the following morning, and the guidewire was successfully removed percutaneously.